Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for product analysis. No kinks or damages noted. Visual examination noted a tear in the mid-section of the balloon. The balloon was subjected to positive pressure and returned in a deflated state. The balloon was torn longitudinally across the main body of the balloon. The balloon tear was elongated and uneven. At the same location of the balloon tear, two separate blade segments were detached from its corresponding segment and were slightly lifted off the pad. The remaining two blade segments were attached to the pad/balloon and had no issues. No damages were noted on the shaft polymer extrusion. Evidence of contrast media was located within the inner shaft polymer extrusion. No issues were with the tip of the device. A microscopic examination of the distal and proximal markerbands identified no damage. A leakage test could not be performed due to the severe longitudinal balloon tear on the main body of the balloon. If an attempt was made, the inflation liquid would be evident at that site. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on 03feb2026. It was reported that the balloon was damaged. A 10mmx3.50mm wolverine coronary cutting balloon was selected for a percutaneous coronary intervention (pci) procedure. It was reported that when inflating the wolverine device, no burst occurred. The procedure was completed with another of the same device. There were no patient complications. However, device analysis revealed a tear in the mid-section of the balloon and blade segments lifted.